Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that while changing the filling reservoir but when tried pushing out the bubble they were having a hard time. The customer's blood glucose level was unknown. The customer reported leak at the reservoir barrel. The device will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Using a new lab transfer guard; performed pre-fill reservoir test per dop114-811 and des8654. Reservoir found no leakage anomaly during filling and found no leakage and no air bubbles anomalies when removing the plunger, performed manual test per dop114-811 appendix g and found plunger easy to release from stopper-plunger. 1.-value: .10 performed a visual inspection and found no physical or cosmetic damage. (B)4).